Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple pump error alarm. The customer¿s current blood glucose level was 226 mg/dl at time of incident. It was reported that during the troubleshooting for sensor and blood glucose difference they found multiple pump errors. The customer was assisted to complete insulin pump rewind. The troubleshooting was performed and was advised to performed self-test and it failed. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.